Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation in good condition. The customer's reported product problem was verified. The pump was found to be "double beeping" alarm message during power up when the batteries were inserted. The "alarm going off when inserting batteries" issue was caused by a defective downstream occlusion sensor. The downstream and upstream occlusion sensors were replaced as a result. The root cause of the product problem was unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a continuous alarm when inserting batteries. The alarm sounded despite the fact the batteries were withdrawn and was unable to be resolved. There was no reported injury to the patient.